Event description:
The hospital reported that during an endoscopic vein harvesting procedure was completed, the eyepiece on the 7mm extended length endoscope cracked. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the device in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).